Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the lead exhibited noise, high capture threshold, r wave amplitude variation and pacing impedance variation. An x-ray was performed and it was noted the lead had dislodged and there was a lack of lead slack. The lead was repositioned successfully on 12 jan 2024. The patient was stable.